Manufacturer narrative:
The device was returned for analysis. The reported difficulty advance and remove were unable to be confirmed. The additional noted scratches and bent core are likely contributed to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and remove. It is possible that the heavily tortuous, heavily calcified right coronary artery contributed to the reported difficulties; however, this cannot be confirmed. However, the noted damages to the coils and teflon appear to be related to operational circumstances of the procedure and likely occurred during handling/ packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified right coronary artery that is 70% stenosed. A .014 whisper guide wire was attempted to be advanced and became stuck with an unspecified balloon catheter. Both devices were retrieved separately after many tractions [attempted retractions] of the guide wire. There were no adverse patient effects and no clinically significant delay. No additional information was provided.